Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article "short- and long-term outcome after interventional vsd closure: a single-center experience in pediatric and adult patients" was reviewed. This research article is a retrospective single center experience to evaluate the outcome of patients with interventional ventricular septal defect (vsd) closure and focused on long-term results (> 1 year follow-up). Amplatzer occluders, pfm-nit-occlude, and rashkind occluder were associated to the study. The article concluded that interventional closure offers a good alternative to surgical closure and shows improved performance by using softer devices. The primary author of the article is m. Bergmann, md of department of pediatric cardiology and congenital heart diseases, german heart center berlin. The correspondence author is s. Schubert, md of clinic for pediatric cardiology and congenital heart defects, herz- und diabeteszentrum nrw, ruhr university of bochum with the corresponding email: sschubert@dhzb.de.

Manufacturer narrative:
As reported in a research article, a patient had a device explanted due to residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.